Event description:
The director of clinical research reported in 2004 that a pt presented to the hosp status post fall. The pt was in the throws of a coughing fit (being treated for bronchitis and known to have these coughing fits, "vigal" and pass out) passed out and fell straight back hitting their head on the concrete. Glasgow coma scale was 4-6 in the field, the pt was transported to outside hosp where pt was intubated (with difficulty) and then transported to this facility. Pt was admitted to neuro intensive care unit. A CT scan was conducted, which revealed diffuse subarachnoid hemorrhage, right frontal contusion, small right subdural hematoma, diffuse edema pattern nearly obliterating basal cisterns. The pt was prepared for a neuro-angiogram. No evidence of aneurysmal bleed was present. The pt was treated as a trauma. Upon return to the neuro intensive care unit the licox device was placed at 4:30pm; with glasgow coma scale was 3. No difficulty was encountered passing any catheter. The oxygen catheter (probe) was placed first, followed by the temperature catheter (probe) and then the intracranial pressure monitoring catheter (110-4l). The 110-4l catheter was placed at the right frontal (area of CT pathology). The catheter was zeroed prior to insertion. After insertion of the 110-4l catheter no waveform, no number, and no pressure line was displayed. Two different monitors were used to register the icp reading with no change. A new 110-4l was opened to replace the initial 110-4l that was not functioning. Add'l info was rec'd in 2004. The pt re-bled and was removed from life support at the family's request. Shortly after the pt expired. Add'l info was rec'd ten days later from integra clinical educator; the pt presented with increase tintracranial pressure from the initiation of icp monitoring. One day post trauma the icp reading was up to 50 with no wave form present. The pt was taken for a CT scan which indicated the pt would present with increase intracranial pressure due to their clinical findings on the CT scan. Therefore the icp reading from the 110-4l was correct except the waveform was no longer present. A parenchymal catheter 110-4b was placed near the 110-4l, giving the same measure of icp as the 110-4l. The possible cause of the lost waveform on the 110-4l may be due to the brain swelling causing the brain to swell into the bellows and the 110-4l placement could not be adjusted; resulting in no waveform. The icp pressure resulting from the 110-4l was accurate for this pt's condition. This info was discussed with the user facility director of clinical research.